Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed battery-out limit. The customer's blood glucose level was 464mg/dl at the time of the incident. Customer declined to troubleshoot for high blood glucose reading. Troubleshooting for battery-out limit was performed. Customer was assisted in clearing alarm and reprogramming time and date on insulin pump. Customer was sent replacement battery cap and advised to monitor insulin pump. The insulin pump will not be returned for analysis.